Manufacturer narrative:
The device was returned to olympus for inspection, and the following reportable malfunctions were identified during the device evaluation: there was a waterproofing defect in the camera cable o-ring section, there was a waterproofing defect in the main unit lens, and there was water ingress in the main unit imaging. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited waterproofing defects in the main unit lens, camera cable o-ring section and water ingress in the main unit imaging. There was no patient involvement.